Event description:
Related manufacturing report: 2017865-2025-15530. It was reported that patient's implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited low atrial sensing due to suspected far r wave oversensing. No intervention was performed. Patient was stable.